Event description:
Caller reported a malfunction on the pump, which occurred for the second time. Impact on the customer's blood glucose level was unknown, as the caller declined to answer whether it exceeded 500 mg/dl (27.7 mmol/l). The caller initially was not ready to perform a pump reset but later did so with assistance from technical support, and the malfunction did not recur afterward. Customer was advised to continue using the pump and to contact support if the malfunction code appeared again.